Event description:
A customer contacted beckman coulter (bec) reporting that while the customer was troubleshooting with bec customer technical support (cts) for high platelet (plt) and retic backgrounds, a small leak of approximately 5 mls was observed under the blood sample valve (bsv) when start-up was performed. The leak was contained within the unit. The customer was unable to isolate the leak. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated for this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on 05/29/2013 to evaluate the instrument. The fse observed the liquid leak and retic backgrounds high. The fse replaced the erythrolyse tubing from the differential heater to the shear valve. The fse discovered that the retic clear reagent tubing had come off at the retic clear pump. The fse replaced the tubing and then primed the instrument. Service activity performed was verified to meet the specified requirements per established procedures. Failure mode: disconnected tubing on the retic clear pump for the retic background issue. Erythrolyse tubing from diff heater to shear valve. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).